Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. Problem with all or part of an implanted or invasive device moving from its intended location within the body. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When the contralateral leg of the left side was deployed, the physician noticed that the stent graft sealing zone in the common iliac artery (cia) was slightly short, but no extender was added. The patient tolerated the procedure. During the follow-up observation, a computerized tomography (CT) showed that the distal site of the left contralateral leg (plc231400j) was detached from the cia, and blood flow from the cia to the aneurysmal sac was confirmed. Findings like type ia endoleak were also noted. On (B)(6) 2021, an additional procedure was performed. Two contralateral legs were placed inside the previous left contralateral leg. The proximal end was placed near the bifurcation level and the distal end was extended into the external iliac artery. An aortic extender was also implanted inside the trunk-ipsilateral leg. After the placement, no endoleak was found by the final angiography. The patient tolerated the procedure. The reporting field sales associate commented as follows: the sealing zone of the left contralateral leg in the cia was slightly short in the initial procedure, but no endoleak was shown and no extender was added. A very minor type ib endoleak which could not be detected by CT scan possibly remained after the initial procedure and it may have caused an enlargement of the aneurysm and cia. Eventually, the sealing of the left contralateral leg possibly became weak, resulting in its detachment from the cia.